Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped: tubing set misloaded alarm a preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returmed for tubing set misloaded alarms, and for dsps failure. Upon investigation it was observed the down stream pressure sensor (dsps) had a significant amount of drag, almost completely stuck. Cassettes were inserted but the tubing set misloaded alarms were unable to be replicated. An internal investigation was conducted and found the dsps had begun to fail and will need to be replaced. No other damage or defective component was observed.